Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a sudden decrease in power consumption and estimated flows on 06-feb-2020 and a subsequent rise in power consumption to levels above normal operating range. 62 high watt alarms have been logged since 15-feb-2020. 2 low flow alarms have been logged since 17-feb-2020. Of note, it was reported that the patient received tissue plasminogen activator (tpa) treatment after which the power and flow returned to normal operating range. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms. Based on risk documentation, multiple factors may have contributed to the low flow alarms after treatment incl uding but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing hi story and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced thrombosis in their ventricular assist device (vad) and that they had an increasing lactate dehydrogenase (ldh) level and a high international normalized ratio (inr). The vad exhibited above normal power consumption which triggered a high watt alarms. The patient developed nausea and vomiting during a thrombolytic treatment and also was treated with fresh frozen plasma (ffp). The patient also had three treatments of plasminogen activator (tpa) then was placed on anticoagulant infusion and their vad power consumption decreased to normal parameters. The vad remains in use. No further patient complications have been reported as a result of this event.